Event description:
A physician reported that a pt received a treatment on 10/17/96 in the right and left nasolabial folds. On 10/31/96, the pt reported the development of erythema at the collagen injection sites. On 11/04/96, the pt returned to the physician's office presenting with prominent wheals along the site of the collagen injection. The physician diagnosed a hypersensitivity and prescribed topical temovate gel. The pt returned to the physician's office on 2/11/97 with persistent symptoms of erythematous irregular ridges at the injection sites that were slow to resolve. The physician administered an intramuscular injection of kenalog. On 3/25/97, the pt returned to the physician with improvement in the symptoms.